Event description:
N/a.

Manufacturer narrative:
The correction of h11 deems required. This is based on the internal evaluation. Changed from: a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse opened the machine and electric parts are looking dry and cant see no moisture or water. System test ok when started the machine but pressing start button with trainer on : autofill failure. The fse replaced drive manifold assembly, assy,helium reservior, pneumatic module assy to resolve the issue. The failure analysis and testing dept. Received the following parts associated with this complaint: parts were received with a reported failure of the customer accidentally putting water inside the unit. Pump wouldn't start and then had an autofill failure. Pn 0997-00-1178 had white residue in the fill port that is consistent with saline. Pn 0997-00-0565 had physical damage when a piece was removed. Cannot test these parts due to the saline and the physical damage. Verified the saline ingress and probable root cause will be user error. The fat installed pn 0104-00-0031 in cardiosave test fixture serial number ca204341l1 and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Passed all testing. No issue confirmed for this part. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. As. Changed to: it was reported that during testing with new catheter, the customer accidentally put water inside cardiosave iabp (done twice with different units). There was no patient involvement and no adverse event reported. A getinge field service engineer (fse) states, the customer mixed the gas line and saltwater line. It wasn't much water, but enough that the cardiosave did not work properly as the pump doesn't pump. The fse opened the machine and the electrical parts are dry with no evidence of moisture or water. The system test was ok when starting the machine but when pressing the start button with trainer on, the unit had an autofill failure. The fse replaced drive manifold assembly ( 0104-00-0031), assy,helium reservior (0997-00-0565), pneumatic module assy (0997-00-1178) to resolve the issue. All functional and safety test performed and passed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that customer accidentally put water inside the cardiosave intra-aortic balloon pump (iabp) unit. They mixed gas line and saltwater line. It wasn't much of water but enough that cardiosave doesn't work properly. Pump doesn't start to pump.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (clinical and impact code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during testing of a new kind of catheter, customer accidentally put water inside the cardiosave intra-aortic balloon pump (iabp) unit. They mixed gas line and saltwater line. It wasn't much of water but enough that cardiosave doesn't work properly. Pump doesn't start to pump. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, g3, g6, h2, h11 corrected fields: h6 (medical device ¿ problem code, investigation findings, investigation conclusions, component codes).

Manufacturer narrative:
Updated fields: b4, d9, e1, g2, g3, g6, h2, h3, h6 (type of investigation, investigation finding, problem code, component code, conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse opened the machine and electric parts are looking dry and cant see no moisture or water. System test ok when started the machine but pressing start button with trainer on : autofill failure. The fse replaced drive manifold assembly, assy,helium reservior, pneumatic module assy to resolve the issue. The failure analysis and testing dept. Received the following parts associated with this complaint: parts were received with a reported failure of the customer accidentally putting water inside the unit. Pump wouldn't start and then had an autofill failure. Pn 0997-00-1178 had white residue in the fill port that is consistent with saline. Pn 0997-00-0565 had physical damage when a piece was removed. Cannot test these parts due to the saline and the physical damage. Verified the saline ingress and probable root cause will be user error. The fat installed pn 0104-00-0031 in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Passed all testing. No issue confirmed for this part. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. As.

Event description:
N/a.